Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-04273. It was reported that patient experienced a cerebrospinal fluild (csf) leak due to a dural puncture, during a trial procedure on (B)(6) 2019. The procedure was completed successfully. Patient also experienced headaches which gradually improved over the course of a week. Further follow-up determined that the csf leak has resolved postoperatively.